Event description:
It was reported the device was under-infusing. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good condition. During the functional testing, the customer reported issue was unable to be duplicated. After running three accuracy tests, the pump was found to be within manufacturing specifications. No fault was able to be found. No actions were taken for the issue. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. The pump was previously serviced in june 2023 and the expulsor assembly was replaced to address an over delivery issue. B3: date of event is unknown.